Event description:
The procedure was cataract extraction with intraocular lens implant, trabeculectomy right eye. The surgeon needed to perform a vitrectomy. The machine was not working to the surgeon's expectations. The surgeon felt the machine did not have enough suction. After some period of time, a nurse observed the machine was on panel control and when placed on surgeon control, the machine worked properly. Hosp was informed during post-op phone call that the pt has no vision in right eye.